Manufacturer narrative:
Block h6: imdrd device code 040601 captures the reportable event of stent buckled. Block e1: initial reporter facility name: (B)(6) hospital. Block h11: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached. The reported complaint was not confirmed; however, the shaft was found detached. Additionally, the suture did not return indicating that it was removed, and the device was used. These problems could have been caused due to an interaction of the device with the suture string such as entanglement in the shaft, manipulation or excess of force applied over the device during the setting up. Consequently, affects the performance of the device. Furthermore, the suture string/retrieval line is intended to be removed before procedure. The IFU states, the following: "retrieval line management options c. The line may be removed before stent placement. The retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line". According to the time of event, it occurred in the preparation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found problem. Therefore. The compiled information on this investigation determines that the most probable cause is failure to follow instructions.

Event description:
It was reported that, during a ureteroscopy procedure, the stent became buckled and was removed from the patient. The procedure was completed with another polaris loop stent. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.

Event description:
It was reported that, during a ureteroscopy procedure, the stent became buckled and was removed from the patient. The procedure was completed with another polaris loop stent. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrd device code 040601 captures the reportable event of stent buckled. Block e1: initial reporter facility name: (B)(6) university.